Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the battery measurement was not available. It was noted the battery voltage and estimated longevity were not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an elective replacement indicator (eri) lock-up, with a blank estimated longevity and battery voltage measurement observed. It was noted the eri lock-up was cleared with an update to the programmer software and a device interrogation and the ipg remains in use. No patient complications have been reported as a result of this event.